Event description:
It was reported that during an intervention treatment procedure, a guide catheter issue occurred. This 6f mach1 cls3 guide catheter was selected for a narrow route for a right intervention procedure. Upon removal of the mach1 guide catheter, it became kinked and backed up into the aortic arch. The physician attempted to bring the mach1 down to the unknown manufacturer's sheath when the mach1 pushed back into the guide catheter between the primary and secondary curve. The physician was able to put the sheath in a parallel position to remove the 6fr mach1 successfully. The procedure was completed with this mach1 guide catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis and damage was noted to 1cm of the shaft 2.5cm from the tip. There was a hole in the shaft 2.5cm from the tip. There was dried blood on the outer surface of the catheter. The outer diameter was measured and found to meet specification. Functional testing was performed by inserting the mach I guide catheter through a test sheath; the guide catheter was advanced through the entire length of the sheath with no unusual resistance. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an intervention treatment procedure, a guide catheter issue occurred. This 6f mach1 cls3 guide catheter was selected for a narrow route for a right intervention procedure. Upon removal of the mach1 guide catheter, it became kinked and backed up into the aortic arch. The physician attempted to bring the mach1 down to the unknown manufacturer's sheath when the mach1 pushed back into the guide catheter between the primary and secondary curve. The physician was able to put the sheath in a parallel position to remove the 6fr mach1 successfully. The procedure was completed with this mach1 guide catheter. No patient complications were reported.